Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where several drawers failed. A field service engineer (fse) dialed into the station and checked the configuration, confirming that the drawer was not detected on the bus. Half height (hh) drawer 2 was found non-functional, with no lights on the controller boards. The fse replaced all controller boards in the drawer, configured the drawer in the application, and completed testing successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where several drawers failed after the pyxis screen turned black. The system was restarted twice and came back online; however, multiple drawers displayed as device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.